Event description:
It was reported that the patient was implanted with the heartmate 3. Bioglue was applied around the anastomotic site, and the heartmate 3 was driven. After driving, a flap-like structure was observed in the ascending aorta by transesophageal echocardiogram (tee). The insertion site of the inflow graft was confirmed by tee, but the flap-like structure was observed proximal to the inflow graft. Since the image was highly mobile, a possibility other than aortic dissection was considered. An incision was made in the ascending aorta and the inside was observed. The flap-like structure was a bioglue attached to the inside of the anastomosis of the inflow graft. When the bioglue was removed and observed by tee, the flap-like structure disappeared. There were no postoperative neurological "sequelae", and the patient was weaned from mechanical ventilation the next day after surgery and left the intensive care unit two days later.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. Section e1: (B)(6). Manufacturer's investigation conclusion: the report of a foreign material in the ascending aorta could not be confirmed through this evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. In addition, section 5 of the IFU (under ¿surgical considerations¿) warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.